Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a dft testing the device failed to deliver a shock. An alert of possible output circuit damage was observed. The patient was externally rescued. An insulation break was observed during the explant procedure. The lead was capped.